Event description:
It was reported that an unspecified malfunction with the cgm occurred. The patient¿s mother reported there was an unknown issue between the tandem t:slim insulin pump and the cgm during the night while the child was away from home at camp. The child felt fine during the evening before the event and did a blood glucose comparison with the cgm around 9:30 pm. The bg finger stick value was 210 mg/dl and the cgm sensor displayed 200 mg/dl. She went to sleep. The next morning on (B)(6) 2023 between 4:00-5:00 am she woke up feeling sick and threw up. Camp staff called emergency medical service. A blood glucose (bg) finger stick was 410 mg/dl and ketones were elevated. No continuous glucose monitor (cgm) values, alarms or alerts were reported by camp staff. Paramedics removed the insulin pump and cgm sensor from the patient¿s body during transport. Initially she went to a local hospital and was then transported to a pediatric specialty hospital. At one of the hospitals the bg level was in the 700¿s (mg/dl). She was diagnosed with diabetic ketoacidosis and treatment included IV insulin to stabilize the bg level. She also had unspecified pre-existing medical conditions and her thyroid function was evaluated. Staff contacted the insulin pump manufacturer who reviewed pump logs. The pump was sent for evaluation and the cgm sensor was discarded. The patient¿s mother stated she did not know which product caused the symptoms, hyperglycemia, and hospitalization. Four days after her bg stabilized, the patient was discharged on the evening of (B)(6) 2023. After discharge, the healthcare provider continued to monitor her thyroid as it was unclear if it contributed to the hyperglycemia experienced at camp. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.